Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer states the catheter was implanted on (B)(6) 2011. After a few weeks, the catheter showed a crack above the hub, on the back side. The catheter was pulled and replaced.